Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2011. A subsequent revision procedure was performed (B)(6) 2012, due to oversized femoral component. Vanguard component was removed and replaced with ssk 360.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "the surgeon is to be thoroughly familiar with the implants and instruments prior to performing surgery." Package insert further states: improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.